Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's both the ipgs (cervial and thoracic) are loose in the pocket since patient lost a significant amount of weight. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein both the ipgs were explanted and replaced to address the issue.

Manufacturer narrative:
Updated a4 - patient weight.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.